Manufacturer narrative:
Correction: d9 - device available for evaluation updated from ¿yes¿ to ¿no¿. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Exception reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as a closure using 5 prostyle devices. Reportedly, with 4 of the devices, cuff misses [suture retrieval issues] occurred. With another device, the needle did not engage with the cuffs and the needle fell off the plunger outside the patient [needle to cuff miss]. A new prostyle device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.